Manufacturer narrative:
The actual device was returned with an unknown malfunction. Reliability engineering evaluated the device and observed that the cutter device would not secure into the device. The findings revealed that this event was due to mishandling during use. If additional information should become available, a supplemental report will be sent accordingly.

Event description:
It was reported from (B)(6) that the motor device had an unknown malfunction. It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.